Event description:
On 02apr2026, a representative from an eye care professional's (ecp's) office reported a patient (pt) was diagnosed with a corneal ulcer in in the left eye (os) while wearing acuvue® oasys® 1-day with hydraluxe¿ for astigmatism brand contact lenses (cls). The pt has worn the cl brand since 2024. On (B)(6) 2026, the pt reported redness and eyelid swelling os and "it hurt to remove the cl." The pt was seen for an emergency visit on (B)(6) 2026 because the "eye had not gotten any better and was diagnosed with a superficial marginal ulcer os with patchy staining a above small infiltrate, clear endothelium." The location of the ulcer on the os was not noted. The pt was prescribed ofloxacin drops os four times daily (qid) and was seen for follow up on (B)(6) 2026. At follow-up, the pt reported "os felt better and was told it was okay to wear cl for a few hours on friday, saturday and sunday but to discontinue cl wear if redness or symptoms return." The pt was instructed to continue ofloxacin drops qid and follow up in 1 week or sooner if needed. The pt was seen again on (B)(6) 2026 and "reported os felt better." The pt had no infiltrate or staining and it is noted pt had a "small scar around 4 o'clock" with clear endothelium. The pt was instructed to discontinue drops and was cleared to resume cl wear. On 16apr2026, a representative from the ecp's office provided additional information. The optometrist that saw the pt in (B)(6) documented that the infiltrate/ulcer was "peripheral" but did not specify where on the cornea. "Presumably, it was infectious but was completely resolved." No additional medical information has been received. No additional information is expected. The lot number of the suspect product is unknown and the suspect cls are not available for evaluation. No additional investigation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.